Event description:
Surgical tech was attempting to load the stapler load into the stapler but would not fit into the designated site. When inspecting the staple load there was a substance in the back of the load that would not allow it to fit into the stapler. This was removed from the field and a new staple load obtained which fit correctly. No adverse outcome defective staple load.